Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-07272 and 2134265-2015-07116. It was reported that automatic pullback failure had occurred. During the procedure a motor drive unit was selected in conjunction with an unknown catheter and an unknown sled. However, the motor drive unit will not pullback. No patient complications reported and the patient's condition is stable.